Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: triathlon p/a cr beaded #5l; cat#5517f501 ; lot#npc6y1. Tritanium bplate triathlon s5; cat#5536b500 ; lot#ctd64964. Tritanium patella-asymmetric; cat#5552-l-320 ; lot#ta5j1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
Surgeon performed an I&d of a left knee originally done (B)(6) 2021 due to infection. He changed the tibial insert.